Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on 04/16/2013 with the following findings: on investigation, the display screen was noted to be dim with red contrast. A test display was attached to the pump and illuminated properly.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display screen was dim with a red contrast.